Event description:
Patient reported "defective implant". Later healthcare professional reported "severe tenderness to pressure, pain, swelling, capsular contracture baker grade IV" and "two enlarged lymph nodes". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.